Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the pediatric patient experienced inaccurate cgm values five days after the sensor was inserted in the abdomen. The patient felt sick and tired then she realized that her pump was battery drained. The patient forgot to charge the pump which led her not to get any insulin while experiencing inaccuracies; the cgm was reading 2.2 mmol/l and the blood glucose reading was 14.0 mmol/l. The patient was taken to the hospital and treated there with 25 units of novorapid (fast acting insulin). The patient was discharged after 2 days. At the time of the follow up the patient was stable. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.